Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant). Corrected: e4. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review a DHR evaluation was performed for the finished device product code: 199725740s lot number: 422304 the product was released on: 11 mar 2025 manufacturing site: jabil le locle. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a posterior interbody fusion (l4-5) for lumbar degenerative spondylolisthesis on (B)(6) 2025. In the surgery, there were no problems with the insertion of the screws and cage. The surgeon inserted the set screw and applied compression to performed the final fastening. At this time, the torque was firmly applied. However, upon final checking, the surgeon noted that the set screw appeared to have been inserted at a slight angle. Therefore, when the sales rep checked, it was found that the set screw had not been inserted in the correct position relative to the screw head, so the set screw was replaced and the surgeon performed the final fastening again. However, a similar event occurred. The sales rep told the surgeon that cross-threading may have occurred during initial insertion of the set screw, potentially causing the screw head to open or the threads on the head to break off. And the sales rep suggested replacing the screws, but the surgeon decided against doing so, as he thought this carried more risk. Although the set screw was inserted at a slight angle to the screw head, it was possible to apply torque at the final tightening, and the surgery was completed in that state. The surgeon mentioned that there was a possibility of future loosening of the set screw due to them not being properly positioned, but that there was no problem at this time. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.